Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, the probe appeared to melt and pieces of plastic were seen in the patient's joint space. It was further reported, that two probes were used for the same case and both probes did the same thing. The same console was used as per (B)(4). The customer thinks that the plastic insulation was removed from the patient but they couldn't be 100 percent sure.